Event description:
It was reported that during a da vinci s surgical prostatectomy procedure the customer experienced a non recoverable #25515 system error. An isi technical support engineer (tse) had the customer power cycle the system, however, they then received a #30253 system error. Customer then power cycled and emergency power off (epo'd) the patient side cart (psc) which powered up normally. The tse asked customer to call back at the end of procedure to review logs. The customer called back immediately with a reoccurrence of the #25515 system error code. The customer was then instructed to disable arm2 and continue procedure with arm1 and arm3. The customer called back stating the #30253 system error code is unrecoverable, the system would fault out as soon as customer attempted to override. The tse had them power the system down, epo, and reset the circuit breaker on both the psc and surgeon console. When the site powered back on the fault returned immediately. The surgeon decided to convert to an open surgical technique to complete the planned procedure. It was noted there was a 40 minute delay. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #25515 and #30253 experienced by the customer were associated with the remote arm controller (rac), the patient cart controller (pcc) and the low voltage differential signal (lvds) cable. The rac consists of five printed circuit assembly (pca) boards which operate together to provide control of the system arms. The pcc is the board embedded in the patient cart that provides all user interface, communications control, the patient cart motor control for the patient side system. The lvds cable connects the rac to the pcc. The system was repaired by replacing the affected rac, pcc and lvds cable. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #25515 indicates a communication problem on the lvds cable between the rac and pcc. System error code #30253 is a sympathetic error which occurs when a fault is detected during power up. The pcc and rac were returned to isi for failure analysis investigation. Engineering found no issues with the rac, thus it was determined that a communication failure occurred due to a damaged connector the lvds cable and/or the pcc. As of august 19,(B) (6)hospital.